Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) exactamix 250 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked from unspecified locations. This was observed in the dispensing room prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: five actual devices were received for evaluation. Visual inspection was performed but the reported issue could not be easily identified by initial visual inspection. Functional testing was performed, and a leak was immediately identified. Three eva bags had a puncture like cut on the front side by the administration port, and two had puncture like cut on the back of the eva bags by the administration port. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.